Event description:
It was reported that the patient underwent that the patient underwent a procedure for implant of an artificial cervical disc. The patient reports that headaches and neck pain started about 1 ½ years post-op. The patient reports to have muscle spasms and headaches constantly. The patient also reports swelling of the neck and nausea. The patient states that the doctor has told her the symptoms are due to arthritis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.